Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in leaked. The following information was provided by the initial reporter: "the customer reported about leakage from the connection."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/28/2021. H.6. Investigation: bd received a 22 gauge insyte autoguard device from lot 1047756 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the inside of the luer on the adapter. Next, a leak test was performed on the returned unit and leakage was observed coming from the damaged area. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this damage originated as part of the manufacturing process due to a misalignment between the luer and the manufacturing equipment during assembly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in leaked. The following information was provided by the initial reporter: "the customer reported about leakage from the connection."